Event description:
It was reported that a revision surgery was performed due to the loosening of femoral component and pain. Primary operation was performed on (B)(6) 2019. There was no problem at that time, and there was no findings of inflammation like arthrofibrosis, nor infection. On (B)(6) 2020 revision surgery was performed and femoral component, tibial component, insert and patella were removed. The femoral component was easy to remove, but the other components were fixed well. There was a little residue of cement onto non-articular surface of femoral component. Patient outcome is good. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device showed damage on the surface of the part. The clinical/medical team concluded, this complaint from japan reports a left knee revision due to ¿loosening of femoral component and pain¿. The femoral component, tibial component, insert and patella were replaced. It has been communicated that the operative reports and patient information were not forthcoming. X-rays were submitted to review which supports the report of femoral loosening. Impact to the patient beyond the revision surgery and recovery cannot be determined. In conclusion, the root cause of the loosening cannot be concluded with the available information at this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.